Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed button error alarm, but after a few days the customer was able to clear the alarm. The customer also stated that the device was stuck on the active button during prime and then alarmed. The caller stated that the drive support was sticking out. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. The insulin pump had an intermittent button response and button error alarm due to moisture damage on keypad traces. The insulin pump had cracked display window corner, scratched lcd window, broken belt clip slot and cracked reservoir tube lip.